Event description:
This case was reported by a consumer and described the occurrence of late onset asthma in a female pt who received double salt denture cleanser (polident denture cleanser tablets) for denture cleaning. A physician or other health care professional has not verified this report. Concurrent medications included thyroxine sodium (synthroid 50 mcg). Co-suspect medication included cortisone. On an unk date, the pt started double salt denture cleanser, unk dosing. In june 2007, the pt experienced chest congestion and coughing. Months later, the pt was diagnosed with adult onset asthma. The pt reported that she was prescribed a cortisone inhaler and experienced decreased hearing and ringing in her ears. She discontinued treatment with the inhaler and decreased hearing and ringing in the ears resolved. This case was assessed as medically serious by gsk. Treatment with double salt denture cleanser was continued at the time of reporting, the events were unresolved.

Manufacturer narrative:
MFR's comment: the MFR's report number for this case is 1020379-2008-00001. Polident 3-5 minute denture cleanser tablets are manufactured in memphis, tn and neither the product nor lot number for this product is available. No corrective actions have been required based on this report.